Event description:
It was reported that balloon rupture occurred. Four coyote balloon catheters were used in the severely calcified anterior tibial artery. The first was a 1.5mm x 20mm x 143cm coyote balloon catheter, which was advanced for dilatation; however, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed, and a 2.0mm x 20mm x 143cm coyote balloon catheter was advanced, but it also ruptured during the first inflation at 9 atmospheres. The device was then replaced, and successful revascularization followed using a 2.5mm x 220mm x 150cm coyote balloon catheter. A third 2.5mm x 220mm x 150cm coyote balloon catheter was advanced; however, it failed to cross the lesion. The device was replaced with a new 2.0mm x 40mm x 144cm coyote otw balloon catheter, which ruptured during initial inflation at 7 atmospheres. It was then replaced with a 2.0mm x 20mm coyote balloon catheter and a 2.5mm coyote balloon catheter. No patient complications were reported.